Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is pending information from the manufacturing documentation review. The full UDI will be available when the review is completed, and the manufacture date is known. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with the lot: 8996345 is in progress. A supplemental 3500a report will be submitted to document the complete manufacturing documentation review. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On 01-oct-2024, the healthcare professional reported that during a procedure that employed a 95cm emboguard 87 balloon guide catheter (bg8795u / 8996345), ¿some kind of issue occurred. The details are being confirmed.¿ continuous flush was not maintained. There was no report of any negative patient impact. It was reported that when information becomes available ¿ the complaint will be updated. On 08-oct-2024, additional information was received. Per the information, the procedure was a mechanical thrombectomy to treat a cerebral infarction. The target occlusion was not known. The emboguard balloon guide catheter was inserted via femoral access point, but the physician decided to change to radial approach due to difficulties of access. Per the information, ¿the emboguard was pulled out from the patient¿s body and inserted again (via radial approach). The emboguard was pulled out again, as resistance was felt during access to the target lesion. The balloon was found to be broken by visual inspection. [It was] replaced by another emboguard from the same lot number: (8996345). The procedure was successfully completed with the replacement emboguard balloon guide catheter. On 10-oct-2024, additional information was received. Per the information, the procedure was a mechanical thrombectomy to treat a cerebral infarction; the location of the targeted lesion / occlusion was unknown. The information confirmed there was no negative impact on the patient. The device was removed from the patient without the need for additional intervention; no device fragment remains in the patient. The procedure was completed using a replacement emboguard balloon catheter from the same lot number. Adequate and continuous flush was not maintained through the devices (the reason was not provided). No further information is available / can be obtained. Based on the additional information received on 08-oct-2024, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the review of the manufacturing documentation associated with the lot 8996345. A review of the manufacturing documentation associated with this lot (8996345) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.